Event description:
Same case as 2134265-2014-06702 and 2134265-2014-06704. It was reported that the motor drive unit would not pull the sled back. During an unspecified procedure, the motor drive unit was used in conjunction with an imaging catheter and a sled. Upon pull back, motor drive unit (mdu) was having trouble completing a pullback. It would not pull the sled back as it should. The physician replaced the sled with another same device and the issue was resolved. No patient complications were reported.

Manufacturer narrative:
Device returned to MFR: the device was returned for evaluation. The product was received in good condition with no visible external damage or defects observed. The unit meets specifications for functional test and successfully underwent a continuous burn-in for 6 hrs. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2014-06702 and 2134265-2014-06704. It was reported that the motor drive unit would not pull the sled back. During an unspecified procedure, the motor drive unit was used in conjunction with an imaging catheter and a sled. Upon pull back, motor drive unit (mdu) was having trouble completing a pullback. It would not pull the sled back as it should. The physician replaced the sled with another same device and the issue was resolved. No patient complications were reported.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).